Manufacturer narrative:
H10, h3, h6: we have now concluded our investigation for the complaint received. The device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors for the issue experienced include that the dressing was saturated and needed to be changed. The IFU must be directly followed to ensure the best intended benefits. The manufacturing records show no evidence that the product did not meet specification at the point of release. The complaint history review found further instances of the reported event in the past years. A clinical investigation was carried out. It was concluded: ¿the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, a thorough medical assessment cannot be rendered at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed.¿ no further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient had an existing chronic wound for over 3 months when pico was applied. In the 6th day there was a lateral leakage of wound exudate onto the surrounding skin, although the remaining dressing would still have had capacity. This was only loaded with exudate up to about one and a quarter. When the dressing was removed, more exudate was present than originally thought and was not completely evaporated by the dressing. As a result, inflammation occurred and the wound produced more exudate. However, the device did not give an error message at any time and, according to the patient, the under pressure was also present throughout the entire therapy. The pico therapy was discontinued.